Event description:
On 4/22/97, dist received a letter from one of its wholesale customers (who packs the thermometer in "babycare kits" and sells to hospitals) which indicates that when a rectal thermometer was inserted into a male infant, at hosp, that tip of the thermometer broke off inside the infant. The infant was taken to another hosp to have the tip removed. This report is submitted by co based on information received which co may or may not have had the opportunity to investigate or verify prior to submission of this report. This report shall not be construed as an admission by co (a) that the product described herein was mfg, imported, or distributed by co; (b) that any causal relationship exists between such product and any actual or potential injury; or (c) that any reportable event in fact has occurred.